Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the implantable pulse generator was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced pain at the implantable pulse generator site. A surgical intervention is anticipated in the near future. No further information is available at this time.